Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Also, pump received with moisture damage on the battery tube, motor, vibrator and keypad flex tail noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test, due to blank display. No moisture damage on the keypad traces or keypad dome switches noted. Pump received with cracked battery tube threads.

Event description:
The customer stated that there was a crack on battery compartment. Blood glucose level was 336 mg/dl. The device will be returned for the analysis.